Event description:
The reported event was that during a da vinci-assisted surgical procedure prior to docking, the customer stated that only the robot tower was showing an image. There was no image displayed on the (B)(6) equipment. The caller identified a digital video interface (dvi) cable connected from the dvi output of the da vinci surgeon side console (ssc) to the other end, which was not connected to anything. The caller was able to connect to (B)(6) equipment and reported the problem was resolved. The procedure was continuing as planned with no report of patient injury. Product description: no image displayed on the (B)(6) equipment. Event date: 11/03/2024. Site name/address: (B)(6) medical center, (B)(6). Site contact: (B)(6), rn / phone number: (B)(6). Surgeon name: (B)(6). Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).